Event description:
It was reported that when the patient went to do the infusion, medication went into the tubing set but there were lots of bubbles in the tube. Patient started to pull back syringe to make sure there was no blood but there was 3 ml of air, as there was a leak somewhere. Patient stopped the infusion. Patient stated that they did infuse the next 2 days after. The patient was a 64-year-old female. The incident has been reported to the regulatory agency. Nca reference (B)(4) and mhra reference (B)(4).

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.